Manufacturer narrative:
This report will be updated, should additional information become available.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red status button. The patient contacted boston scientific patient services whom were able to determine that the monitoring system had detected a potential change in her implanted cardiac resynchronization therapy defibrillator (crt-d). The patient was advised to contact her clinic. Requests for additional information have been unsuccessful. No adverse patient effects have been reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the results of device analysis.